Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic with stored episodes of non-sustained rv oversensing. Review of the strips showed ventricular oversensing occurring after an atrial paced event. The amplitude of the oversensed event varied widely with varying morphology. It was also noted that the patient had periods of syncope. Programming changes were made, and patient was placed on home monitoring. Patient is in stable condition.

Event description:
New information received indicated that additional episodes of rv oversensing were observed. Reviewed of the episodes appeared to be due to crosstalk. Programming changes were discussed to resolve the issue.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-13306 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.